Manufacturer narrative:
H.6. Investigation summary: two photos were received by our quality team for evaluation. Upon visual inspection of the photos, white stringy foreign matter on the needle was observed; therefore the reported failure can be verified. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, we are unable to determine what the foreign matter is from the photo; therefore the root cause of this incident cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that before use of the syringe 3ml ls 23g 1in tw there was foreign matter on the needle. The following information was provided by the initial reporter: needle with foreign matter.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the syringe 3ml ls 23g 1in tw there was foreign matter on the needle. The following information was provided by the initial reporter: needle with foreign matter.